Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: it was detected a hair inside the tube before using it. The tube was not used at all before this was detected.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hair inside the tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and hair inside the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: it was detected a hair inside the tube before using it. The tube was not used at all before this was detected.